Event description:
Lead management case to extract one non-functional lv (sjm 1258) cardiac lead. The physician prepped the patient and advanced a 12f glidelight over the lead. Upon reaching the svc the lead came free. While keeping the glidelight in place the physician then attempted to insert the implant wire. The wire would not progress to the implant site so the physician pulled the glidelight back. At that time the patient¿s blood pressure dropped. An immediate sternotomy was performed revealing an svc tear. The tear was successfully repaired and the patient survived the intervention. The glidelight is being reported in this case as it may have caused or contributed to the injury.